Event description:
It was reported that (B)(6) 2012, the pt was implanted a long term dialysis catheter. The surgery was successful, 3 times one week hemodialysis in hospital. (B)(6) 2013, the pt found the catheter out of skin part longer than before. The doctor has to extraction the catheter and cuff.

Manufacturer narrative:
The complaint of a detached surecuff/heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/surecuff exhibits a blood and tissue residue embedded in the dacron material of the surecuff. At this time, the mechanism of damage is undetermined. A lot history review (lhr) of revl0445 showed no other similar product complaint(s) from this lot number.